Event description:
It was reported that the battery was 2.76 volts at a follow up appointment in 2009, and had depleted to 2.37 volts six months later. There was also no output and "erractic" output noted. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.